Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker system presented to the hospital with symptoms of dizziness. Device interrogation revealed episodes of pacemaker mediated tachycardia (pmt) associated with loss of capture (loc) on the right ventricular (rv) conduction system pacing lead. There were no backup pacing pulses delivered; however, the patient had an intrinsic rhythm. It was noted that the right ventricular automatic threshold (rvat) test was enabled and threshold measurements were normal in both the unipolar and bipolar configurations. Additional observations included a higher-than-expected number of automatic tests and non-physiologic signals on the stored electrograms. Technical services (ts) discussed that the rvat feature is not intended for conduction system pacing systems, and symptoms reportedly began after the feature was enabled. Subsequently, the feature was turned off, and the device was reprogrammed to unipolar pacing. No additional adverse patient effects were reported. This rv lead remains in service.